Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon inside the cassette is leaking when it is being filled. There was no patient involvement.

Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. H3 and h6. Codes: updated. Device evaluation: the customer reported problem of ¿the balloon inside the cassette is leaking when being filled¿ was confirmed. During the filling process, a leak was observed from the side of the bag. Upon closer inspection under magnification, a pinhole was observed on the surface of the bag, away from the seam. The probable cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.